Manufacturer narrative:
A steris service technician arrived at the facility, reviewed cycle printouts from the day and noted that 12 cycles had successfully been completed in the last 24 hours with no issues or wet packs noted by facility staff. In working with the facility's engineering department, the technician was informed the cause of the wet packs was related to the facility's steam system. The facility's engineering department had identified several failing steam traps and drip legs within the system which was causing water to be pulled from the facility's steam arm into the sterilizer. The technician confirmed the facility was working to resolve the issues noted. Following the event, the technician followed up with the facility and confirmed the necessary adjustments have been made and the issue of wet packs is no longer occurring.

Event description:
The user facility reported an intermittent issue of wet instrument packs coming out of the sterilizer. Instruments included in the packs were reprocessed before use in patient procedures. No injuries were reported. Procedural delays were reported due to the issue.